Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
As reported: the pressure monitoring set was off at one place after the transducer. Follow up with the sales rep indicated that the tubing was totally off after the transducer.